Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the cutter could not be inserted. It is known that the device was used during surgery. It is known that no injuries or medical intervention occurred. It is unknown if a delay occurred during the surgical procedure. There was no additional info provided.